Event description:
It was reported the customer needed to open a case for some defibrillators, which has been exhibiting a defect on the screen internally - as per attached images and quote for paddle boards.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was damaged front case, there was stain on the screen. The reported problem was confirmed the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after front case was replaced. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. If additional information is received the complaint file will be reopened.